Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/21/2021. H.6. Investigation: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one unit and one photo. Upon visual inspection, it was observed that the needle had pierced through the catheter and a dark material was present near the catheter tip. Spectral analysis was performed to identify the foreign material. The ftir analysis results indicated that the material was blood and dc 360 silicone. Dc 360 silicone is used to lubricate the catheter tubing and is expected to be present. Blood may originate due to needle stick during the manufacturing or may be the result of catheter manipulation/use during application. Further investigation revealed that blood was also present in the needle bevel, flashback chamber, and the end of the needle. An accidental needle stick would explain blood presence on the tip of the needle, but not in the flashback chamber; therefore, an accidental needle stick during manufacturing is not likely. Additionally, a check of safety records indicated that no accidental needle stick was reported during this lot production. The presence of blood inside the flashback chamber and on the end of the needle indicates a high likelihood of an attempted venipuncture. It also indicates that the unit was correctly assembled at the time of manufacture as venipuncture is extremely unlikely to be performed when the needle has pierced through the catheter. Therefore, the defect of needle through catheter was confirmed and most likely occurred while attempting venipuncture by withdrawing the needle and re-cannulating the device during use. The reported foreign matter was not confirmed as it was determined to be blood from a likely attempted venipuncture. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that iag bc pro global grn 18ga x 1.16in had foreign matter. The following information was provided by the initial reporter: foreign matter and piercing catheter tip.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that iag bc pro global grn 18ga x 1.16in had foreign matter. The following information was provided by the initial reporter: foreign matter and piercing catheter tip.